Event description:
It was reported that post percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular ccess was obtained via the right femoral artery. The de novo target lesion was located in left anterior descending artery (lad). A 3.5mm 6fr non bsc sheath was used and a non bsc guide wire was advanced. Predilation was performed using a 2mm x 12mm and a 2.5mm x 12mm unspecified balloon catheters from distal to proximal part of the lesion. Then a 2.75mm x 28mm promus element stent was deployed at mid lad at 12 atmospheres for 30 seconds. Post dilation was performed using a 2.75mm x 28mm unspecified balloon catheter at 14 atmospheres for 15 seconds. Another 3.5mm x 24mm promus element stent was deployed at 12 atmospheres for 10 seconds and overlapping the recently deployed 2.75mm x 28mm promus element stent. A 3.5mm x 12mm non bsc balloon catheter was used for post dilation. Post- procedure, while the case by being reviewed, it was suspected that the mid portion of the 3.5mm x 24mm promus element stent had either stent strut fracture or distortion. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.5mm x 12mm non bsc balloon catheter that was used for post dilation of the 3.5mm x 24mm promus element stent did not cause stent strut fracture or distortion.